Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation compromised. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) improper cleaning or sterilization method or (2) normal wear. The failure mode will be monitored for future reoccurrence. Gtin: (B)(4). The device manufacture date is not known at this time.

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was damaged.